Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid, clonidine, and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indications for use included spinal pain and failed back surgery syndrome. It was reported that the patient had the catheter replaced on (B)(6) 2017. The catheter was reportedly blocked, and the patient had virtually no pain management. It was noted that they just guessed on the dose to put in, but the patient was having an issue with gabapentin withdrawal as well. The patient was having a lot of anxiety and had them increase the pump. They reportedly went up too high on the gabapentin, and the patient's dilaudid was increased higher and higher because of issues with the gabapentin. The patient was still having neuropathy, but for the first time her intestinal pain was gone and everything was fine.